Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pt in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants. There were no reported events of lump/nodules (lymphadenopathy) for pts in the core study, in the labeling for silicone breast implants. There were no reported events of lump/nodules (lymphadenopathy) for pts in the (B)(4) study, in the labeling for saline breast implants.

Event description:
Doctor reported event of lymphoma and lump syndrome from journal article "silicone implant incompatibility syndrome (siis): a frequent cause of asia (shoenfeld's syndrome)", immunologic research, (04/11/2013). Electronic publication date: 04/11/2013. The MFR of the device is unk.

Manufacturer narrative:
Medwatch submitted to the FDA on 07/24/2015. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes. In the core study, self-reported signs and symptoms were collected in the categories of general, gastrointestinal, neurological, urinary, global, pain, fatigue, fibromyalgia, joint, muscular, skin, and other. For primary augmentation patients at 10 years, statistically significant increases after accounting for age were found for the symptom categories of skin, urinary, and other for primary reconstruction patients at 10 years, statistically significant increases after accounting for age were found in the symptom category of skin. For revision-augmentation and revision-reconstruction patients, no significant increases were found.

Event description:
Additional events noted of side unspecified "fatigue" and "enlarged lymph nodes" in journal article: "silicone implant incompatibility syndrome (siis) a frequent cause of asia (shoenfeld's syndrome)" immunologic research, (2013 april 11) electronic publication date- 11 april 2013. This